Manufacturer narrative:
(B)(4). The following report is submitted to relay additional and corrected information. The reported event is confirmed. Visual inspection of the device found a fracture on the medial side of the post. The device also exhibits nicks and gouges across all of its surfaces indicative of use. Review of the device history record and receiving inspection report identified no deviations or anomalies. Complaint history investigation of this device, reveals that it was manufactured prior to previous corrective action. The root cause is considered to be a previously addressed design issue. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard tasp bottom components have been modified to prevent fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during removal of the provisional following the trialing process, a persona tibial aritcular surface fractured. Attempts have been made for additional information and are unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has not been returned to zimmer biomet to date. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.